Manufacturer narrative:
The device history record for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. . The sam 500p passed ¿out qat from heartsine technologies on the 27th june 2017. Reported fault could not be confirmed. The device was stored outside of the indicated conditions. Devices returned for the reported fault of switching on automatically usually display symptoms including an excess current drain, and multiple manual power ons mainly of ten-minute duration recorded in the history log. The current drain was measured within specification throughout the investigation and there were no ten-minute manual power ons recorded throughout the device history.the device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. Furthermore, the history log of the device record one occasions in which the temperature is recorded outside the recommended operating range of 0-50°c with of -1.7°c recorded.as the battery monitoring circuitry was verified during the investigation, the low battery failures detailed in the report were likely due to either the pad-pak being removed then not reseated correctly during the self-test or replaced with a partially depleted pad-pak, or, due to the fluctuations in ambient temperature. No pad-pak was returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.